Manufacturer narrative:
The reported event of under-sensing and high capture thresholds on lead was not confirmed. A partial lead was returned for analysis in three segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient presented for a device changeout procedure due to normal elective replacement. The physician explanted and replaced the right ventricular lead because of high capture thresholds and under-sensing. The patient was in stable condition.